Event description:
Customer purchased the proxabrushes and complained that all brushes broke at the base while using them. There were no injuries, but the brushes got stuck between their teeth, and had to use their finger to remove them.